Event description:
On (B)(6) 2017 during a follow up session with the presence of livanova staff, we realised that this device recorded several vs markers with high frequency (approximately 300bpm) that do not match with the superficial EKG (approximately 75 bpm). Capture failure occurred, even with a 7,5 v. The patient made a radiography that suggested that the ventricular lead was not in the right place.

Event description:
On (B)(6) 2017, during a follow up session with the presence of livanova staff, the device recorded several vs markers with high frequency (approximately 300bpm) that do not match with the superficial EKG (approximately 75 bpm). Capture failure occurred, even with a 7,5 v. The patient made a radiography that suggested that the ventricular lead was not in the right place.